Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer's blood glucose level. Techincal support sent customer tandem-provided usb cable and wall adapter and made multiple attempts to obtain additional information; however, no additional information regarding this event was provided.